Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer reported that the pump was beeping without any alarms and they were unable to hear the beep on audio volume setting 1. The customer also reported high blood glucose levels ranging between 116 mg/dl to over 300 mg/dl and the customer treated with the pump. Troubleshooting was declined for the high levels. The device will be returned for analysis.